Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they believed their implant battery needed to be changed. Patient stated they saw a rep on (B)(6) 2025 and the representative said the implant was at 2% and the day before it was at 50%. Patient mentioned they feel in the year, twisted their knee the knee they had a knee replacement on and needed a MRI. Patient said the representative didn't even care and just walked out once they turned the implant back on after the MRI. Patient mentioned they were in so much pain that it was not even funny and they couldn't even stand up straight. Patient mentioned they hurt so much and the pain is through the roof. Patient mentioned they had an appointment scheduled with the surgeon who put in their implant recently, the appointment was for reprogramming and the representative did not show up. Patient mentioned they noticed the pain about 3 weeks and 2 days ago. Agent walked patient through adjusting stimulation, patient was able to increase stimulation but they couldn't feel the stimulation. Agent asked and patient confirmed they only had group a. Patient denied any recent falls/trauma. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.